Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device reports that it appears that the fracture was caused by prolonged use.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2015. During the procedure, the trial tibial bearing fractured. All fractured pieces were removed from the patient.